Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair a bowel obstruction"; however, no medical records have been provided and no specific device issue was alleged. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number huye1851 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a bowel obstruction. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia. A bard/davol composix e/x hernia patch mesh, reference number (B)(4), lot number huye1851 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair a bowel obstruction. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated recurrent complex incisional right mid abdomen hernia thereby underwent open repair with the implant of composix e/x. Per operative notes, ¿a large hernia sac was identified and previously placed synthetic mesh was completely excised. The second excess hernia sac was excised and the portion of small bowel incarcerated within the sac and adhesions were lysed. A massive hernia was repaired by using a composix e/x mesh was placed and secured by sutures.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall abscess and fistula thereby underwent incision and drainage of abdominal wall abscess. Per operative notes, ¿composix e/x mesh was identified and drainage of abdominal wall abscess was performed.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent open repair. Per operative notes, ¿there was a large amount of granulation tissue. The old package was removed and the site was irrigated. (There was no visualization/mention of composix e/x) (B)(6) 2016 - patient was diagnosed with fistula and adhesions thereby underwent open repair with explant of composix e/x mesh. Per operative notes, ¿the small bowel was taken off and the composix e/x mesh was removed. No further mesh was placed.¿ attorney alleges that the patient had abscess, adhesions, fistulae, infection, pain, hernia recurrence. It is also alleged that the wound washout, irrigation and placement of wound vac, mesh densely adhered to bowel.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient "underwent an additional surgery to repair a bowel obstruction"; however, no medical records have been provided and no specific device issue was alleged. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 years 3 months post implant of composix e/x mesh, patient was diagnosed with infection, fistula, abscess, granuloma and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists adhesions and fistula as possible complications. The warning section of the IFU states that, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require the removal of the mesh." A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.